Event description:
Additional information received reported that the therapy was working great and there were no therapy issues as symptom control was ¿good.¿ however, the patient developed a seroma that had not been drained in order to avoid risking infection at the site. The seroma was still present but was fine when the patient lied on her right side, but she felt a ¿burning sensation a few inches from the battery.¿ additionally, the patient felt that the lead wire had moved and felt what she believed to be the lead when she was lying on her left side, ¿like a decorative button.¿

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient stated the day before reported event date and all night her tailbone area was hurting and burning a little bit. It was currently puffy and swollen but not red or hot to touch. It's over the incision that was made on (B)(6). Patient thought as was concerned that the implant may have moved. Patient asked if it moved would it need to be revised. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the programs could not be changed. The patient was having some bowel problems and increasing stimulation caused pain. It was stated the patient met with the manufacturer representative and they reprogrammed to the "factory settings." It was unknown if it helped yet because the patient did not have leakage issues often and it had not been long enough to see results.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that there was a loss of therapy. The patient's new patient programmer only operated on the program that she was currently set on and she wanted to try the other three programs. It was reviewed that the patient needed the hcp to load the other 3 programs on the device. The patient had a heart condition so she took a lot of medication that causes constipation. She normally took (B)(6) to go to the bathroom. The patient had the device to help during times when her body was challenging like when she had a sinus infection and needed to take antibiotics or she ate the wrong food. Since implant, the device had not helped with these situations. She also thought the implantable neurostimulator (ins) had moved down and then back up. The patient inquired whether that could happen if she lost weight, as she lost 10 pounds. If stim was turned up, she felt a dull ache in the lower buttock. There were no falls/trauma that could be related to the issue. The patient had a sinus infection and was given antibiotics for it. Also, the patient went on vacation, ate the wrong foods, and may have had a gastrointestinal infection. She also had leaking and burning in her bottom, along with diarrhea. The patient saw the health care professional (hcp) 4-5 times over the 6 weeks between (B)(6) 2014. The seroma started bothering again and she thought it was because she was wearing a belt and different kind of jeans. The indication-for-use (IFU) was bowel dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-33, lot# va0fmya, implanted: (B)(6) 2014-11, product type: lead. (B)(4).

Event description:
Additional information received reports the patient was still having concerns regarding their device or therapy but was working with their healthcare provider or manufacturer representative. It was noted that the patient appointment was scheduled for (B)(6) 2014.